Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to the previously submitted report. Corrected fields: g4 - PMA/510(k) # = na. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope had lines on image. This issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. He most probable cause of the identified failure is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.